Manufacturer narrative:
Correction: it was believed that the inflow portion of the 29 mm valve caused the dissection. The event did not involve a 28 mm valve as it was previously reported. Updated relevant history: the patient had a bicuspid aortic valve with a perimeter of 79.3 millimeter (mm). Updated eval code method, eval code-result and eval code-conclusion: product analysis: no product was returned as the first valve remained implanted and the second valve was not returned by the customer. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that could influence a dislodged valve and pvl post implant include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Without review of procedural imaging, the reported dislodgement could not be assessed, and an assignable root cause leading to this event could not be determined. Dissection post implant of a transcatheter valve is listed in the device instructions for use (IFU) as potential adverse effects and could occur during any percutaneous intervention. In this case, report indicates that the first valve dislodged from position, then moved further during implant of a second valve leading to the dissection. Without review of procedural imaging, the series of events leading to the reported dissection could not be assessed. The patient reportedly had a bicuspid valve which may have contributed to this event, in addition to comorbidities and disease stage, but a definitive root cause cannot be determined. There was no information to suggest a device quality deficiency related to this event or the patient's death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: b872783, ubd: 01-nov-2019, (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was not performed because of the patient's low ejection fraction of 15%. The valve was released from the delivery catheter system (dcs) and a transthoracic echocardiogram (tte) revealed trace-mild paravalvular leak (pvl). A pigtail catheter was lowered into the outflow portion of the valve and an aortic root angiogram was performed showing that the valve had migrated superior and dislodged out of the annulus. The valve was snared to the distal transverse aortic arch. A 34 mm valve was attempted, however upon advancing through the first valve, it dislodged the first valve and moved it back to the ascending aorta. An angiogram showed a possible aortic dissection. A sternotomy was performed and revealed an ascending aortic dissection that continued across the transverse arch into the descending aorta. It was believed that the inflow portion of the 28 mm valve caused the dissection. The patient was placed on comfort care and sent to the intensive care unit. The patient died that night.